Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 198mg/dl. The customer stated that the fill cannula was not recorded in the daily history. Customer was able to successful clear the alarm also able to complete pump rewind. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test. Pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly.